Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed.

Manufacturer narrative:
Additional information; MDR 1020279-2016-00126 was filed in error due to event not being a smith & nephew product.